Event description:
The reporter stated that the unit recognized a 60 cc syringe as a 20 cc syringe resulting in the unit delivering too fast on an infant undergoing open heart surgery. Per the reporter, no patient injury or treatment was reported as a result of this event. The unit was tested in the facility's biomedical engineering department and the size calibrations were found out of specification. The unit was being recalibrated at their facility and was not being returned to medex.